Event description:
A thrombus was noted and the procedure was cancelled. It has been reported that an nrg transseptal needle was selected for use for a watchman left atrial appendage closure (laac). During the procedure, the physician mentioned that they saw what appeared to be some heavy slush in the left atrial appendage when transesophageal echocardiography (tee) was performed. They decided to proceed with their transseptal workflow using the nrg needle and an sl0 sheath. As soon as transseptal access was achieved and they got access to the left atrium (la), the slush that was noted earlier became a clot, and the physicians decided to abort the procedure. There were no changes in the patient's vitals, the patient remained stable through the entire procedure. Product is not expected to return for analysis (disposed). It has been further mentioned that no clot was seen on any of the products. The physician does not believe that the nrg needle contributed to the clot. The thrombus seen on the left side of the heart. No action taken to address the thrombus due to act being high. No further information about the patient was disclosed.

Manufacturer narrative:
Due to additional information received, this supplemental MDR is being submitted for the updated field describe event or problem (b5), in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was unable to be obtained as of yet.

Event description:
A thrombus was noted and the procedure was cancelled. It has been reported that an nrg transseptal needle was selected for use for a watchman left atrial appendage closure (laac). During the procedure, the physician mentioned that they saw what appeared to be some heavy slush in the left atrial appendage when transesophageal echocardiography (tee) was performed. They decided to proceed with their transseptal workflow using the nrg needle and an sl0 sheath. As soon as transseptal access was achieved and they got access to the left atrium (la), the slush that was noted earlier became a clot, and the physicians decided to abort the procedure. There were no changes in the patients vitals, the patient remained stable through the entire procedure. Product is not expected to return for analysis (disposed).